Manufacturer narrative:
The faradrive sheath was received at boston scientific laboratory. Upon device inspection, it was noted that the hair was not returned. The packaging, where the hair was initially found, was also not returned. However, the allegation was confirmed due to picture evidence provided by the field. The "manufacturing deficiency" conclusion code was selected for the allegation of "foreign matter". Based on picture evidence provided by the field, the hair was noticed upon opening the package.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During sheath preparation, hair found in between plastic holding the sheath, and on the dilator. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been returned for analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During sheath preparation, hair found in between plastic holding the sheath, and on the dilator. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been returned for analysis.